Manufacturer narrative:
Lumenis investigated the reported events contacting the distributor to obtain patient treatment settings, patient photographs and device identifier information. Patient treatment settings were provided by the distributor. Additionally, patient photos were provided for one (1) patient. The foreign distributor stated the subject device had recently been installed at the user facility confirming the system was tested and found to meet manufacturer performance specifications at the time of installation. No report of subject device malfunction was received from the distributor. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that probable sun exposure, aggressive treatment settings and no test patch prior to treatment to be the contributory causes of the reported events. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Additional information, september 19, 2017: lumenis contacted the distributor directly to follow up on the patients status, but no further information was received. An examination of the subject device by a lumenis trained technical expert concluded the device operated to manufacture specifications. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign distributor reported that three (3) patients sustained first degree burns to the legs, face, ax and bikini areas respectively following hair removal treatment with a lumenis lightsheer duet laser. No test spots were reportedly performed prior to full patient treatment. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.